Event description:
Hill-rom received a report from the account stating when the brake pedal is depressed the brakes do not hold. The bed was located at the account in the basement. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found all four brakes not holding and cracked caster supports. Per the hill-rom service manual, the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Brake casters should be checked for cuts, wear and quality of tread, etc. And replaced when necessary. Check the brakes to see whether the bed moves when the brake pedals are pressed and repair as necessary. A search of the hill-rom maintenance records did not show hill-rom performed any preventive maintenance on this bed. It is unk if the facility performs preventative maintenance on their bed. The technician replaced all four brakes and casters supports to resolve the issue. Based on the info, no further action is required.